Event description:
It was reported that the patient underwent gynecological procedures; tvh, anterior vaginal repair and mesh for cystocele, uterine prolapse, sui, and menorrhagia on (B)(6) 2009 and mesh was implanted and a sacrospinous ligament vaginal vault suspension, posterior colporrhaphy, perineorrhaphy, anterior colporrhaphy with mesh for stage ii pop, and perineal body defect, on (B)(6) 2011 and mesh was implanted and into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent total vaginal hysterectomy.